Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error and insulin pump was exposed to moisture. The customer¿s blood glucose was 264 mg/dl at the time of incident. Customer reported that they experienced high blood glucose. Customer reports they received the open book image on the insulin pump screen. The insulin pump beeped three times and showed red x with an open book then it turned off and would not turn on at all. Customer states they did not hear fluid when shaking the insulin pump. Customer states they did not see fluid under the lcd. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.